Event description:
This case was reported by a consumer and described the occurrence of aspiration in a (B)(6) female pt who received oral moisturisers (biotene moisturizing mouth spray (2013 formulation)) spray for product used for unk indication. A physician or other health care professional has not verified this report. On an unk date, the pt started oral moisturisers (oral) at unk dosing. At an unk time after starting oral moisturisers, the pt experienced aspiration, gagging and chocking sensation. This case was assessed as medically serious by gsk. Treatment with oral moisturisers was continued. At the time of reporting, the events were resolved. Consumer reported that she sprayed the biotene mouth spray and it show down her throat and gagged her. She stated hat she had a chocking sensation. She said she must have been inhaling at the time she sprayed it because it went down her windpipe and into her lungs. The manufacturer's report number for this case is 1718912-2014-00010. Biotene is manufactured in south jordan, utah. The lot number for this product (u4b061) is available, however, it is unk if the product will be returned for quality assurance testing.

Manufacturer narrative:
(B)(4).